Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation surgery is considered, however no date has been provided yet. This is a final report.

Event description:
The user reported gradual loss of hearing sensation with the device. The user's audiological results were good, however, he user did not understand with the device. There is no pre-existing condition that might have contributed to the observed issue. The user had never had a good speech performance. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user reported gradual loss of hearing sensation with the device. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported gradual loss of hearing sensation with the device. Re-implantation is considered.